Event description:
It was reported that the patient does not have a right atrial lead implanted, so the implant detect did not complete as it was still turned on. The implant detection will be turned to off. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.